Event description:
Boston scientific received information from a representative stating that this patient received an inappropriate shock and this lead had high impedance. Upon further observation this lead was confirmed to be fractured and was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.